Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
The customer was advised to check all display connections and restart machine by ge healthcare service, which resolved the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that there was no a loss of display. There was no reportable malfunction. H3 other text : additional information was received that there was no a loss of display. There was no reportable malfunction.